Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), weight increased ("weight gain") and menorrhagia ("excessive menstrual cycles / abnormal symptoms"). The patient was treated with surgery (in 2015, she underwent a bilateral salpingectomics and hysterectomy to remove the essure). Essure was removed in 2015. At the time of the report, the abdominal pain, back pain, weight increased and menorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, menorrhagia and weight increased to be related to essure. The reporter commented: plaintiff sought medical attention from her health care providers for the forgoing symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depovera from 1997 to 2009. Concomitant products included botulinum toxin type a (botox) for migraine as well as cyclobenzaprine since 2004. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), the first episode of weight increased ("weight gain"), menorrhagia ("excessive menstrual cycles / abnormal symptoms/ abnormal bleeding (menorrhagia)"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), stress urinary incontinence ("urinary problems or changes/stress incontinence"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), fatigue ("fatigue") and the second episode of weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy (full), oophorectomy, sling operation of stress incontinence). Essure was removed in 2015. At the time of the report, the abdominal pain, genital haemorrhage, back pain, menorrhagia, hormone level abnormal, vaginal haemorrhage, female sexual dysfunction, bladder disorder, stress urinary incontinence, migraine, headache, dysmenorrhoea, fatigue and the last episode of weight increased outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, stress urinary incontinence, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: plaintiff sought medical attention from her health care providers for the forgoing symptoms. Current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61.2 kgs. Hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 24-oct-2018: pfs received: reporters address updated. Demographic conditions added. Insertion date updated. Events: hormonal changes, abnormal bleeding (vaginal, menorrhagia), apareunia, bladder or urinary problems or changes, migraines / headaches, dysmenorrhea, pain, fatigue, weight gain, stress incontinence added. Historical or concomitant drugs added. Unstructured relevant test added. Reporter causality comment added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.